Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. According to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. Reference internal complaint (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal (exact date unknown) and the physician suspected a perforation and aborted the procedure. The physician then performed a laparoscopy and visualized a perforation on the posterior wall near the fundus. A general surgeon was asked to further inspect and the surgeon cauterized the perforation. On (B)(6) 2017 it was reported by hologic territory manager (tm) that the patient was admitted into the hospital for other medical issues not related to myosure procedure. The tm also reported for 2 or 3 days after the procedure dr. (B)(6) ( dr. (B)(6)) mentioned to the tm "the patient has gone home and doing fine".